Event description:
Power cord damaged and causing robot to smoke, melted plastic and burned. Surgical delay: = 15 minutes. Case type / application: tka.

Manufacturer narrative:
Reported event. An event regarding damage involving a mako robotic arm was reported. The event was not confirmed because the product was not available for inspection. Method & results. -product evaluation and results: product inspection could not be performed as the product was not made available for evaluation within 60 days of the complaint being opened. The complaint will be closed with an associated risk assessment. Additional failures will be assessed once the product becomes available for inspection -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of the device history records cannot be conducted as this is a non-traceable device -complaint history review: could not be performed as the device lot details were not provided. Conclusions: the alleged failure mode was not confirmed because the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. H3 other text : device not returned

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Power cord damaged and causing robot to smoke, melted plastic and burned. Surgical delay: = 15 minutes. Case type / application: tka.